Event description:
It was reported by the affiliate, that before use, noticed there were no clips in the clip appliers. Opened another clip applier. The instruments will be forwarded once they have been returned by the hosp. There was no adverse pt consequence. 1 device returning.

Manufacturer narrative:
H6: empty instrument. Evaluation summary: the analysis results found that the mcl20 instrument (a&b) was returned with the cartridge cover broken near the track location window and with scratches. The instrument was returned empty and with the lockout broken. The instrument is designed to lockout when all the clips have been fired. The lockout feature of the instrument was overridden. The instrument is 100% visually and functionally inspected during the manufacturing process and the condition of the cartridge cover and the presence of clips would have been detected.